Event description:
It was reported that, "nurse said opening of box was difficult and incomplete, commenting that it was like there was too much glue used in the packaging of implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.